Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/18/2016 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Healthcare professional confirmed left side deflation. Another healthcare professional reported left side removal due to "wanted larger, redo augmentation." Device has been explanted and replaced.